Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the heavily calcified left common carotid artery. A 9-7x40 mm xact stent and a 10x30 mm xact stent were placed to successfully cover the target lesion. The patient was discharged to home on (B)(6) 2011. On (B)(6) 2011, the patient experienced an ocular transient ischemic attack with visual disturbances, described as a single episode of blurry vision. No treatment was provided and symptoms resolved the same day. Stent thrombosis was noted in the left common carotid and left internal carotid artery; however, there was no reported treatment provided. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of thrombosis, transient ischemic attack and visual disturbances are known adverse events as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.